Event description:
It was reported that the patient stated that since implant it feels like the device is "sticking me", and that there is pain near the top of the device. Follow up indicated that the patient has been seen by the physician but has not complained about pain. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.